Manufacturer narrative:
Device is a combination product. If implanted, give date - (B)(6) 2010. Device evaluated by manufacturer. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed (B)(4).

Event description:
It was reported that post a coronary stenting treatment procedure, angina occurred. The lesion was located in an unspecified coronary artery. A bsc drug eluting stent was implanted in the lesion. An unknown time later the patient experienced angina. Additional information has been requested, but is not available.